Event description:
Fitting seemed ok, but after 3 days it separated. The hard bottom and soft top came apart. Very poor product. So far, the second one lasted 1 week. Lot: 045324.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.